Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s friend reported via phone call that the insulin pump had a hardware low level failures alarm. The customer's blood glucose level was 242 mg/dl at the time of the incident. The customer was able to clear the alarm. The customer stated that the insulin pump did not pass the self test. The insulin pump was successfully connected blood glucose meter however, after doing a self test the error table indicated to replace the insulin pump on 2nd occurrence. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.